Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid ( 2 mg/ml at 0.2 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having volume discrepancies at refills due to the patient flipping their pump with their hands. It was noted this resulted in ineffective therapy. The incision was opened and it was noted the catheter was twisted. The pump was replaced and the issue resolved. The patient's weight was (B)(6) lbs. The pump was going to be returned to the manufacture.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.